Event description:
The pt reported that "up" and "down" arrow buttons were intermittently responding on the keypad. The buttons no longer click or spring back normally. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the keypad appeared to be intact with no lifting or peeling. The "up" and "down" arrow keypad buttons were intermittently responding. The "ok" keypad button was responding and did click and spring back normally. The keypad was removed and the "up" and "down" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.